Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator circuit was released to remove water drops. When the circuit was reconnected, an alarm was generated and the device changed to backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Event description:
Updated: it was reported that, while in use on a patient, a 980 ventilator circuit was released to remove water drops. When the circuit was reconnected, an occlusion alarm was generated and the device entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
H3: device evaluation summary: service personnel (sp) inspected the ventilator and confirm the reported condition. Sp reported that the inspiratory flow module was replaced to solve the issue. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One inspiratory module assembly was returned to medtronic for further analysis. A visual inspection of the returned component shows some missing diameter-index safety system (diss) connector fitting and various damages to the manifold appearing as if it had tampered with causing damage which compromised the investigation. The oxygen (o2) sensor had exceeded its shelf life, the original sensor was still installed in the inspiratory module and had not been replaced. A replacement o2 gas pipe diss connector was temporarily connected and the damaged o ring was replaced, and the unit reassembled to allow testing to continue. The unit was then attached to the failure investigation (f.I) test ventilator and it failed est leak test due to a perished / cracked o ring on the outdated o2 sensor. The o ring was replaced to allow testing to continue. At the end of the run in period, the patient circuit was deliberately blocked in an attempt to recreate the customer reported fault. As expected, this caused a high priority severe occlusion alarm with the safety valve opened. It did not cause the ventilator to go into backup ventilation mode. The customer reported fault could not be recreated due to potential tampering and damage compromising the investigation. The likely cause of the reported event was determined to be the damaged inspiratory flow module. The event is included in data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.